Manufacturer narrative:
The instructions for use states, "the retrograde approach is contraindicated because of risk of entrapping the lasso 2515 variable circular mapping catheter in the left ventricle or valvular apparatus. The lasso 2515 variable circular mapping catheter is not recommended for use in the ventricles.

Event description:
From heart rhythm vol 1, no 5, november 2004, pages 558-561. According to the article, a biosense webster 7fr 10-pole circular mapping catheter became entrapped in the mitral valve apparatus in two patients and in the pv in one patient. A series maneuvers, which included use of another catheter and guiding sheaths as well as pushing forward rather than pulling back on the entrapped catheter, allowed safe and successful release of the entrapped catheter in all patients.